Event description:
The customer stated that he took 4 blood glucose test back to back and received the following results: 95, 240, 227, and 208 mg/dl. The difference between the first two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The meter and strips are to be returned for evaluation, and a replacement meter ans strips will be sent.